Event description:
Correction: the patient was treated with oral steroid (specific date and duration not reported), not steroid injection as reported in initial MDR [6000034-2026-00212] submitted on january 09, 2026.

Event description:
Per the clinic, the patient has a thick skin flap and experienced poor retention with the sound processor. Subsequently, the patient was treated with steroid injections (date not reported).